Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a procedure, when the doctor went to fire the stapler inside the patient, the tip flew off. The user was able to retrieve the same reload and tried to reload it outside of the patient and perform a test fire and the same thing happened. A new product was opened and used successfully. There was no patient injury.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the broken lower cover tube was separated under the sulu (single use loading unit). There was evidence of weld on the device. The sulu was received attached to the device with eight staple remaining. It was reported that the sulu (single use loading unit) was disengaged. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur when the firing handle is not completely cycled and trying to remove the dlu incorrectly during the incomplete firing cycle. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.